Event description:
It was reported by service report that the fowler is drifting with weight and the power cord ground prong is damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Gas spring cylinder.